Manufacturer narrative:
Patient information was unavailable. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. During the onsite inspection, the medtronic representative reported that several instruments were assessed to determine if they were exhibiting any geometry errors. It was found that the green navlock tracker had a visibly bent post. No further damaged instruments were observed. The damaged tracker was not sent back to the manufacturer for further analysis. Part not returned.

Event description:
A medtronic representative reported that during a case the site tapped a hole using a medtronic tap and when the tracked driver was brought to the hole, the system showed that the driver was not following the same trajectory as the tap. The medtronic representative found that when the tracker was moved on the driver (tilted it at different angles to the camera) the model of the driver shown on the system would shift up and down along the trajectory by a few mm as the tracker was rotated. It was also found that when the camera was moved the tracker would remain in a fixed position, the model of the driver would move up and down the trajectory by a few mm as the camera was moved around. Additionally, tracking difficulty was observed with some of other instruments. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided. The suspect tracker was returned to the manufacturer for evaluation. Testing found that the tracker returned a high divot error when tested. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
(B)(6). The reported issue occurred in a spinal fusion. It was reported that an imprecision of 3-5mm was observed. The imprecision was observed during navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.